Event description:
Event description cpi received information that this transvenous defibrillation lead has dislodged. The lead would not stay positioned due to the patient's extra large heart. An active fix lead was successfully implanted.